Event description:
As reported by user facility: event 1. The flow regulator was set to infuse at 250 ml/hr, which should have infused over 4 hours, but the IV fluid ran through in just under 2 hours. No harm to the patient.